Event description:
It was reported that an occlusion alarm occurred, specifically alarm 2. There was no information provided regarding whether the issue impacted the customer's blood glucose level to exceed 500 mg/dl. The customer resumed insulin, indicating they resolved their issue independently, and additional assistance was deemed not necessary.